Manufacturer narrative:
On 20-may-2021, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-jun-2021, mentor received additional information about the event. The patient had developed a mass on her left breast. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 300cc gel breast prostheses. Both of the patient¿s breast prostheses were removed intact. The left breast prosthesis did not rupture as was initially reported. Block b1 ¿is product problem¿ no longer applies to this event, nor does h6 medical device problem code a0412 ¿material rupture¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jul-2021, the mentor failure analysis lab received the device for evaluation. On 21-jul-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced breast ptosis and developed a breast mass. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot #6523194). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.